Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for low battery, the set screw would not engage. The device was explanted. There were no further issues. Patient will be followed normally.